Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, two lens were failed by the injector. The two lens were damaged by the faulty injector. It was only noted after the second lens. The surgery completed with new lens and injector. The surgery went well without issues.

Manufacturer narrative:
Additional information provided in d.4. , d.9. , h.3. , h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report of a faulty injector and damaged lens. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger splitting the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in june 2022. The manufacturer internal reference number is: (B)(4).